Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device¿s jaws locked onto the tissue. After several tries, the surgeon was able to open the jaws remove it from the tissue and completed the case. There was no patient injury.